Event description:
It was reported that a freestyle libre 3+ sensor would not connect to the ilet bionic pancreas because the sensor had already been started in the libre app. Symptoms included no continuous glucose data available to the ilet with no adverse clinical symptoms reported. Outcomes included entry into blood glucose run mode with no health impact. User support included troubleshooting, verification that the sensor session was initiated on a non-ilet device, and assessment that the ilet could not pair to a sensor already bound to another platform. Investigation of this case revealed that the cgm pairing failure was due to the sensor being associated with another device, consistent with known interoperability limitations between the ilet and sensors started outside the ilet workflow. It was concluded, based on previously established findings for similar reports, that user workflow and system design constraints were the cause.